Manufacturer narrative:
(B)(4).

Event description:
It was reported there was oversensing on the atrial channel causing inappropriate ams episodes. The session records were reviewed, and the oversensing seemed to be due to far field r-waves. Programming changes were recommended.